Manufacturer narrative:
(B)(4). The customer disagreed with 2 of 4 shock advisory decisions. There was no report of any negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer disagreed with 2 of 14 shock advisory decisions.